Manufacturer narrative:
Lifescan has requested the return of the subject lfs prod for eval, but has not yet received it. If the lfs prod is returned, lifescan will evaluate it and, if the lfs prod does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay-user/reporter contacted lifescan (lfs) canada on behalf of the lay-user/pt alleging that the onetouch ultra meter is giving inaccurate high readings. The pt was contacted on july 31, 2008 to clarify info obtained from initial call. However, the pt provided limited info. It is not clear as to when the reported issue first occurred. The pt takes her insulin based on an insulin sliding scale per the lfs meter reading. The pt's usual diabetes is 20 units of rapid and 40 units of nph in the morning (fixed) and 15-20 units of rapid in the evening based on the insulin sliding scale per lfs meter reading. However, since the pt has been allegedly obtaining elevated blood glucose meter readings in the evening, the pt reportedly increased her evening insulin dose to 25-28 units of rapid insulin. The reporter stated that the pt would wake up in the morning feeling dizzy. It is not clear as to when the pt started to increase her evening dose and experiencing the aforementioned symptom. It is unk what treatment the pt received for her alleged symptoms and what readings the pt obtained while the pt was symptomatic. Allegedly, the reporter indicated that the pt received medical treatment twice in the previous month for hypoglycemia. It would be helpful to know the events that lead up to the pt's two alleged medical intervention during that month, such as blood glucose readings obtained on the subject meter, diabetes insulin regimen, physical activity, and food intake. In addition, it would be helpful to know the exact date and time of the medical interventions and how the lfs products may or may have not attributed to the pt's alleged hypoglycemia. During troubleshooting, the reporter indicated that when he compared the blood glucose reading on the subject meter to a lab reading, the lfs meter read about "8-9 mmol/l" higher than the lab reading. The reporter could not provide any other specific results. Replacement products were sent to the pt. This complaint is being reported because the reporter claimed the subject meter was giving inaccurate high readings compared to a lab reading. In addition, it was claimed that the pt had to be treated for hypoglycemia in the hospital twice in the same month, which may have been after the reported issue occurred.